Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2023 and suture was used. During use on the patient it was noted while suturing the right diaphragm with a thread of suture, the needle broke in 2. Half an inch of needle remained; the surgeon carefully inspected the area without finding it. We proposed to do an x-ray but the surgeon did not retain this idea after reflection. No patient consequence. Additional information was requested.

Manufacturer narrative:
Product complaint(B)(4). Date sent to the FDA: 7/24/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained:did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? As x-rays were not performed, were any alternative methods employed to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The needle did not fall but it broke during the procedure and it is a piece of the needle which fell and could not be recovered the surgeon did not wish to continue the investigation by radio-type examinations no additional tissue damage the suture was made at the level of the right diaphragm to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.